Manufacturer narrative:
(B)(4). D10: item name# oxf twin peg cmntls fmrl md; item number# 161474; lot number # 66872822. Item name# oxf uni cmntls tib sz d lm; item number# 166576; lot number # 66935835. Item name# cmtls oxf uni fm/ cmtls tb/ uni; item number# 98-0002-005-45; lot number # unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a knee bearing exchange approximately 6 months post-implantation due to anterior bearing dislocation. X-rays reportedly appeared acceptable without obvious impingement. Intra-operatively, gap balance was assessed and a 4 mm bearing was found to be grossly loose; the polyethylene thickness was upsized without overstuffing. The medial collateral ligament was deemed sufficient, and an 8 mm polyethylene bearing was implanted to achieve a balanced knee. Attempts have been made and no further information has been provided.